Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). The patient stated that neither the physician nor the sales representative could activate the device. The patient is scheduled to undergo a replacement procedure on a different facility and by a different physician. Additional information was received in which it was reported that the patient had undergone an aus replacement surgery. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which the patient indicated device was activated and working as designed.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). The patient stated that neither the physician nor the sales representative could activate the device. The patient is scheduled to undergo a replacement procedure on a different facility and by a different physician. Additional information was received in which it was reported that the patient had undergone an aus replacement surgery. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). The patient stated that neither the physician nor the sales representative could activate the device. The patient is scheduled to undergo a replacement procedure on a different facility and by a different physician.